Manufacturer narrative:
Information was received that the product is no longer available for evaluation, as initially expected. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may cause prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this swan ganz pacing catheter, when the pacer wire was inserted, pacer spikes were seen on the monitor, however, the device failed to pace the patient. Customer changed the pacing wire, in order to solve the issue. There was no allegation of patient injury. The (B)(6) pacing catheter was available for evaluation. Patient demographics requested, but unable to be obtained.